Manufacturer narrative:
Following receipt of the revised device for analysis it was confirmed that the part details previously reported in section d were incorrect.

Event description:
It was reported that revision surgery was performed due to hip pain and elevated metal ion levels.

Event description:
Only the femoral head was revised. The acetabular cup remains implanted.